Event description:
The intended procedure was an intervention of a chronic total occlusion located in the left superficial femoral artery (sfa) of a male pt. The reference vessel diameter was between 4-5 mm and the lesion length was 15cm. There was mild calcification. A contralateral approach was used. The physician initially started with a guidewire, followed by a frontrunner catheter. He went subintimal and then used an outback ltd over a pt choice extra support guidewire. The outback tracked without difficulty to the intended site. The cannual was deployed successfully, piercing into the true lumen. The wire was advanced distally and the outback was withdrawn. About half way up the sfa, the outback got stuck on the guidewire. The physician flushed the catheter through the wire port, but could not unstick the outback from the wire. At that time, the physician removed the outback and the guidewire together. Outside the pt, the physician pulled hard on the wire and was able to remove it from the outback. It came out in one piece. The wire was discarded. Wire access was lost and the phyician could not get back in. The case was aborted. Of note, the pt choice extra support guidewire is a non-recommended guidewire. The IFU states, "failure to use a recommended guidewire may result in damage to the guidewire, such as abrasion of the hydrophilic coating, release of polymer fragments, separation of the wire or inability to withdraw the outback ltd over the guidewire. The product was returned for analysis. No manufacturing related issues that could have caused the reported sticking of the outback to the guidewire were noted. In this case, the most likely cause of the reported event is that the outback was used with a non-recommended guidewire.